Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency department (ed) complaining of palpitations. Interrogation of the device found it was operating in safety mode. It was also noted that the device's remaining longevity in september was 10 months and now the device required replacement. Premature battery depletion was suspected. Technical services discussed the device should be replaced and returned for analysis to determine the reason the device was in safety mode; the device was not included in any battery advisories, but a device can revert to safety mode for other reasons. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced four days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency department (ed) complaining of palpitations. Interrogation of the device found it was operating in safety mode. It was also noted that the device's remaining longevity in september was 10 months and now the device required replacement. Premature battery depletion was suspected. Technical services discussed the device should be replaced and returned for analysis to determine the reason the device was in safety mode; the device was not included in any battery advisories, but a device can revert to safety mode for other reasons. No adverse patient effects were reported. The device remains implanted and in service.